Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported that on (B)(6) 2025 the patient underwent endoscopies due to a buried bumper in the gastric wall, which was resolved the same day. The patient was discharged home after the endoscopy. The tube was not changed. The device involved in the event was not removed; therefore, a return sample evaluation is unable to be performed.